Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.